Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). . In order to solve the issue, distribution and processor boards were replaced by livanova field service representative during maintenance activity. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to pump / stirring mechanism blocked or too slow. The issue occurred during maintenance.there was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and two other similar events have been previously reported, when calcification inside the tanks was noticed. Based on all the above findings, it cannot be ruled out that the most likely root cause of the reported event is a stuck float due to calcification caused by the action of disinfectants during disinfection procedures and electrical failure of the replaced boards likely due to environmental condition in which the component was working, as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.